Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump was monitored and it powered up properly after the battery change. The pump had a cracked display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button failures. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.